Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (would not charge a battery) has been confirmed. As received, the battery charger/modem would not power on and would reset. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the c/a board. Additionally, there was liquid contamination on the battery board and d2 on the bedside board was internally shorted. The root cause for the contamination was ingress of an unknown liquid. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem would not charge a battery.